Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated while waiting in line with his wife at a restaurant, waiting to be seated, he started to experience a headache. The cgm was reading 169 mg/dl when he passed out and collapsed. The ambulance was called and when they arrived, the emergency medical technician's tested his blood sugar and the meter was reading 29 mg/dl. The patient was provided with fast acting glucose gel and became conscious. He was unable to stand up so he was transported to the hospital. The patient was released from hospital when their blood sugar was stable. The patient was scheduled to follow up with his doctor on (B)(6) 2019. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. A probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.